Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: affected phase: during self test/startup. Failure effect: device alarms with high priority alarm (B)(4) : tagd_expirationvalvedisconnected. Ventilation cannot start. Root cause: defective expiratory valve. Correction: replaceplacement of the expiratory t valve.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: (B)(4). Self test failed. Exp. Valve test failed. Defective expiratory valve. Replace expiratory valve, it's ok.